Event description:
Customer reported the insulin pump alarmed motor error during basal. Customer's blood glucose level was 117 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer also reported the insulin pump was damaged. Little pieces of plastic were missing and cracked below the reservoir. Customer was advised to discontinue use of the device and revert to back-up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. No rewind anomaly noted. The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.